Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. However, an engineering investigation will be performed in order to consider any potential factors that may have contributed to this complaint. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when returning blood back into the patient after withdrawing a blood sample, pressure tubing of this vamp junior separated near the stopcock. Nurse immediately clamped the line and asked for help. The plunger retraction to withdrawn 1.5 ml of waste into the vamp reservoir had been done slowly because of report given that babe's fingers were dark purple after a draw during the day and capillar refilled time (cft) was 4-5 seconds and took a while to recover. Then, blood sample had been also taken successfully. Replacing the device the issue was solved, but 1,5 ml of blood remaining in the vamp reservoir that detached needed to be discarded. There was no allegation of patient injury. Patient demographics unable to be obtained. The device was not available for evaluation since it was discarded.

Manufacturer narrative:
As per further review, the "health effect - clinical code" in h6 has been updated to reflect most accurate outcome of this issue.